Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues related to the motion of the instrument observed. The instrument was inspected prior to the use and no damage was observed. There were no cables protruding at the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm small grasping retractor instrument was analyzed and the instrument was found to have a loose pitch cable at the idler pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening, but a derailed pitch cable was observed around the clamping pulley. Additional observation(s) not reported by site: the instrument was found to have a derailed pitch cable from its normal position at the clamping pulley.